Event description:
On (B)(6), 2012, the lay user/patient contacted lifescan (lfs) (B)(6) alleging her onetouch ultramini meter's display was damaged. The complaint was classified based on the customer service representative (csr) documentation during a follow up conversation on (B)(6), 2012. The patient claimed the alleged issue began approximately one month ago. She reported a yellow line down the right side of the meter. The patient reported that she tests up to 7 times per day and manages her diabetes with (B)(6) (novolin) and lantus insulin. As a result of the alleged issue, she reported that she decreased her dose of novolin insulin from 18u to 10u and reduced the novolin from 10u to 2u immediately after the alleged issue occurred for approximately 1 week per the advice given by her doctor. On (B)(6), 2012, she reportedly developed symptoms of feeling very tired and had frequent urination and therefore went to the hospital on the same day. She reported that a blood glucose test was performed at the hospital, but she did not know the results obtained and was treated by a nurse with lantus insulin. The patient reportedly stayed in the hospital for approximately 1 week due to the nurse inadvertently giving the patient too much insulin. At the time of troubleshooting, the csr noted that subject meter was not being used for the first time. There was no report of misuse/trauma to the meter and she reportedly discarded of the meter. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue; reduced her insulin dosages as a result and reportedly developed symptoms suggestive of hyperglycemia that required hcp treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k061118.